Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited no left ventricular (lv) output, resulting in a loss of cardiac pacing, and that the right ventricular (rv) lead exhibited low pacing impedance. The pacemaker and the rv lead were not used. The physician elected to implant another pacemaker and rv lead. The patient remained in stable condition.